Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 3600mcg/ml at 61.7mcg/day, clonidine 750mcg/ml at 200.36mcg/day and bupivacaine 30mg/ml at 8.014mg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump status and or event logs report a motor stall and motor stall recovery occurred. The reporter denied emi interaction. There were no reported patient symptoms. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the motor stall and motor stall recovery was not determined. The actions and interventions taken to resolve the issue was the pump would be replaced due to pending eri (elective replacement indicator) date. No further complications were reported or anticipated.